Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear. Blood glucose was reported to have increased to 600 mg/dl. The patient noted that two pods worn since the previous day experienced communication errors with the continuous glucose monitor in use at the time (dexcom g7), leading to the elevated blood glucose levels. The patient developed symptoms including chest pain and vomiting, prompting her to seek medical attention. She was subsequently admitted to the hospital with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.